Manufacturer narrative:
Initial.

Event description:
It was reported that an alert indicating an algorithm data parity check occurred on the ilet, after which the user powered the device down, placed it on the charger, restarted it, and cleared the alert, with the ilet returning online and awaiting sensor pairing. Symptoms included no reported adverse clinical effects. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device resumed normal function after restart and charging, consistent with a transient software or data integrity fault within the algorithm module that self-resolved. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible software anomaly.